Manufacturer narrative:
Thermo fisher scientific's r&d group analyzed the 2 customer-supplied data files on 24-sep-2020: rd200908vk02_covelu_200904ae_covpcr confirmed 1 false positive sample call, root cause confirmed improper vortexing and centrifugation. Rdb9273_negativererun confirmed 0 false positive sample calls the thermo fisher scientific field application scientist advised customer to follow instructions per the assay's instructions for use concerning proper vortexing and centrifugation for qpcr plates.

Event description:
Laboratory's improper vortexing and centrifugation of the qpcr plate led to one false positive patient result. On (B)(4) 2020, the customer reported concerns of a false positive result due to noise in early cycles of amplification. Visual inspection of amplification plot did not appear to show real amplification, but possible interpretation as threshold crossing. The sample was retested twice within a week and results came out negative. The customer did not report any deaths or serious injuries. Thermo fisher scientific was not able to confirm whether or not the false positive result was reported out of the lab and communicated to the ordering physician and/or patient.